Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported to that the patient had a myopic shift. Postoperatively, the eye looked fine and the intraocular lens (iol) was perfectly in position in the bag. The patient was myopic by -1.25 diopters. His near vision was great but he was not happy with his poor distance vision. The zxr00 22.5 diopter iol was explanted during a secondary surgical procedure. The incision was not enlarged during the replacement. A vitrectomy was not performed. No other medical or surgical intervention was required. The explanted lens was replacement with another zxr00 lens, a lower diopter (21.0). The patient is doing fine. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 7/4/2017. Device returned to manufacturer? Yes. Device evaluation: the product was received for evaluation. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.